Event description:
Report received from (B)(4) states: "cutter does not cut and acoustically is also sounds different, cutter had to be exchanged. No pt impact."

Manufacturer narrative:
Product has been requested to be returned; however, it has not been received. A f/u report will be submitted should add'l info become available. Sterilization and lot history records were reviewed and no exceptions were found.